Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70, serial: 299768, description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to the patient felt the device was making her pain worse. The physician feels the device was working properly. The patient is reportedly doing well following the procedure.